Event description:
It was reported after the surgeon implanted the valve he noticed the leaflets did not open correctly. He attempted to rotate the valve but was unable to do so, and therefore decided to remove the valve. Upon removal, the surgeon noticed a fracture in the orifice near the pivot area. It was reported this extended surgery time, but the pt is doing well. Add'l info has been requested.